Event description:
It was reported that this pacemaker exhibited an issue. It is unknown what the issue is. Additional information has been requested from the field representative. A supplemental report will be sent when additional pertinent information is received. No adverse patient effects were reported.